Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported persistent pressure regulation high reference failure. There was no patient harm. Patient information has been requested.

Manufacturer narrative:
Date of event (B)(6) 2016.

Manufacturer narrative:
The hospital biomedical engineer reported there was no patient involvement.